Manufacturer narrative:
As per further investigation of this event, it was confirmed that there was an error message displayed when the reported issue occurred. When an error message is displayed, the clinician is alerted of a potential issue, and this will trigger the clinician to conduct routine trouble shooting. If unable to correct, any of the devices that are a part of the system can be replaced with a minor delay in treatment/monitoring. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Patient demographics unable to be obtained.

Event description:
As reported, when using central venous pressure (cvp) value transferred from mindray monitor, this hemosphere monitor provided high systemic vascular resistance (svr) value. Other mindray analog cables were tested without success. Entering manually the cvp value provided correct svr parameter. No further information available. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained.